Event description:
Information received indicates the head up function is not working electronically or manually.

Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. He replaced the head up calve to repair the bed.